Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by crm microport that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that patient stickers included in the inner packaging were misprinted (some information are blurred).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that patient stickers included in the inner packaging were misprinted (some information are blurred).